Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - complex reg pain syndrome type I/ spinal pain. It was reported there were symptoms of pain and radiculopathy. It was unknown if these symptoms were related to scs device/therapy. Caller had limited information. It was reported that the neurostimulator (ins) was not functioning. No further complications were reported/anticipated.